Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
When the doctor used the reload to operate the lar surgery, the doctor found the jaw of the reload could not be closed. It could not bite the tissue well. When was the problem noticed: during-procedure (gastrectomy) patient involvement? Yes. Patient injury? No. Patient information: n/a. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30-mins or more? No. Was product tested prior to use? Yes. UDI number: n/a. Additional information received on 1/24/2017. 1. What is the product ID for the handle that was used? Only know the doctor always used the egiaustnd. A) if the customer cannot report the product ID, was it a legacy universal (such as 030403, 030449, egiaunivxl), was it an egia ultra (such as egiaushort, egiaustnd, egiauxl), was it an idrive (idrvultra1, idrvultra2), or signia (sigphandle)? B) what is the lot number of the handle? This information was not supplied by hospital. C) what is the UDI number of the handle? This information was not supplied by hospital. D) can you confirm if the handle will be returned for evaluation? No, the handle was not returned from the hospital. E) was the handle reprocessed or re-sterilized prior to use? No. 2. Was any reinforcement material used in conjunction with the stapling device? No. A) if yes, what was the brand of the reinforcement material used? B) what was the item code and lot / serial number of the reinforcement material? 3. What was done to resolve the issue and complete the procedure? The doctor asked to change another one. 4. Can you confirm if the 030455 reload will be returned for evaluation? Yes. 5. Was the 030455 reload reprocessed or re-sterilized prior to use? No. It was new one.